Manufacturer narrative:
(B)(4). Date sent: 10/7/2021. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. The DHR for lot 21917 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Additional information received: "after implant, was the device initially effective in controlling reflux? Not sure, will ask the surgeon. When did the recurrent reflux begin? Not sure, will ask the surgeon." Do you have any additional information from the surgeon? I do not have any further information.

Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month the event took place. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: do you have the linx product code? Lxmc14. Do you have the lot number and serial number (if applicable)? Lot: 21917. On what date was the device implanted? (B)(6) 2021. Was the device explanted on (B)(6) 2021 as scheduled? Yes. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Please specify the symptoms the patient was experiencing prior to implant (gerd reflux, dysphagia, pain during eating, etc., )? Patient was experiencing reflux and regurgitation. Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? Yes. If yes, what diagnostic testing was completed? Ugi and egd. Can you share the results of the diagnostic tests? No. Do they have an autoimmune disease? No. Has the patient been prescribed medication by a doctor (not over the counter medication)? Unknown. If yes, what is the doctor prescribed medication? Are they currently taking steroids / immunization drugs? No. Was ph testing performed prior to explant to confirm recurrent reflux? No, they performed upper gi and confirmed reflux. After implant, was the device initially effective in controlling reflux? Not sure, will ask the surgeon. When did the recurrent reflux begin? Not sure, will ask the surgeon.

Event description:
It was reported that an explant is scheduled for (B)(6) 2021 due the patient experiencing reflux and regurgitation.